Event description:
The affiliate reported the customer alleged elevated carcinoembryonic antigen (cea) quality control (qc) results and questioned three patient results, involving the unicel dxi 800 access immunoassay system utilized in conjunction with the access cea reagent and calibrator. The customer stated the patient samples were reanalyzed on an alternate unicel dxi 800 system, at a reference laboratory, and lower results were obtained. The erroneous results were not released out of the laboratory. There was no patient consequence associated with this event. Quality control (qc) performance failed outside of the customer¿s 2 standard deviation (sd) range high on (B)(4) 2013; all three levels were outside of established ranges. Qc continued to be out of range high on (B)(4) 2013. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) determined the source of the elevated carcinoembryonic antigen (cea) quality control (qc) results to pipettor #4. The fse replaced the pipettor #4 tip and resolved the issues. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.